Event description:
It was reported that when initializing the backup battery system controller, the system controller alarmed "replaced backup battery". The customer ensured that the emergency backup battery (ebb) was installed correctly, the date/time was confirmed on the heartmate touch, and the system controller clock was set with the correct date/time. The ebb was exchanged but the alarm continued. The system controller was assessed, and no damage was noted to the connections. The heartmate touch, power module, and patient cable were exchanged, and the alarm did not resolve. A standalone ebb was obtained from the shelf, and the battery was exchanged once again. The alarm cleared after the second battery exchange. It was later reported that four ebbs were replaced and exchanged. The original serial numbers for those four ebbs were said to be unknown. Additional information provided stated that ebb's sa026419, sa026560, and sz337570 were exchanged and sz337570 was thrown away by the operating room team.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.